Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: device history reviewed on 17 dec 2019 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. 2740 units released. Lot expiry date: 31 oct 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and depuy bone cement x 2. On (B)(6) 2017, the patient underwent a left knee revision due to arthrofibrosis and decreased range of motion. The surgeon reported no concerns related to the femur, though it was revised. The patella was not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016, dor: (B)(6) 2017 (lt knee).